Manufacturer narrative:
The device was received for evaluation. During evaluation, the device experience ok key hard to press . A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The cause was identified to be visibly worn 'ok' key in keypad which requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump, the device experienced ok key was hard to press while performing keypad test. No additional information is available.